Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator oxygen manifold was leaking. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31oct2018. Date received by manufacturer: 30oct2018. Multiple unsuccessful attempts were made to contact the customer; however, no additional information was provided. No parts were returned to philips; therefore, the root cause of the reported issue could not be determined.